Event description:
Pt underwent emergency tracheotomy. During the operation, while lifting the trachea with a cricoid hook, a small tip of the cricoid hook broke and remained in the soft tissues. The priority was to secure the airway and the surgeon was unable to retrieve the fragment from the tissue.